Event description:
It was reported that this programmer's touch would not respond. No adverse patient effects were reported. The programmer was returned back from the field for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. No visual damage was observed during return product analysis. The programmer failed functional and baseline testing as the touch screen was confirmed to be unresponsive. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the lcd touchscreen was swapped out with a known good unit, the product defect disappeared.